Manufacturer narrative:
(B)(4). Method: the swivel wye of the complaint rt265 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection of the returned swivel wye revealed that there was a crack along one of the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the connector of an rt265 infant dual-heated evaqua2 breathing circuit was 'split'. This was found prior to patient use